Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 25mm trifecta¿ gt valve was implanted. Suddenly, the patient presented with shortness of breath, fatigue and on (B)(6) 2021, the valve was explanted in an emergency surgery. Upon explant, it was noted that one of the cusps were detached from the sternpost which caused leakage. A new unknown valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant was reported due to leakage caused by one of the leaflets being detached. The investigation found that one leaflet was torn. No acute inflammation or significant calcifications were preset. Stent post 1 was noted to be twisted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. One stent post was noted to be twisted. A twisted stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, since it is unknown whether the stent deformation occurred before or after the valve explant, the cause of the torn leaflets cannot be conclusively determined.